Manufacturer narrative:
A 21 mm breast shields were sent to the customer. In follow up with a complaint handler on (B)(6) 2017, the customer indicated that she was still using the 24 mm shields because, though the 21 mm were the correct size, she felt that the tunnel in them was too short and her nipples hit the end of the tunnel while pumping, making her uncomfortable. The complaint handler recommended that she contact customer service so that they can help her come to resolution. As of the date of this report, the customer has not made further contact with medela. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer contacted medela (B)(4) to get 21 mm breast shields for her pump in style breast pump. She alleged that she had mastitis, for which her mid wife prescribed her an antibiotic. She believes that she got the mastitis from using the wrong sized shields (she was using the 24 mm).

Manufacturer narrative:
The customer's 24 mm breast shields were returned and evaluated and they were found to be dirty. As of the date of this report, the customer has not made further contact with medela.